Manufacturer narrative:
Only use u-100 humalog or u-100 novolog with your pump. Only u-100 humalog and novolog have been tested and found to be compatible for use in the pump. Use of insulin with lesser or greater concentration can result in under delivery or over delivery of insulin. This can cause hypoglycemia (low bg) or hyperglycemia (high bg) events. Per the cartridge instructions for use: replace the cartridge every 48 hours if using humalog; every 72 hours if using novolog. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 600-699 mg/dl. A system check was performed, and it was found that the customer was using generic insulin and used their supplies past labeling guidelines. As a result of the high bg, the customer went to the emergency room and was subsequently hospitalized with moderate ketones. Customer was treated with intravenous fluids of saline and insulin and was discharged from the hospital on (B)(6) 2024 with the issue resolved and no permanent damage.